Manufacturer narrative:
The returned device was patent. It met the requirements for leak testing. The drainage bag luer connector was stuck and the drainage bag was unable to detach from the system. There was a crack observed on the drainage bag luer connector. It is unknown how or when this damage occurred. The instructions for use that accompany the device caution that ¿in order to avoid possible cracking of the luer connectors after cleaning with alcohol, allow to air dry completely prior to connecting the system.¿ the IFU also cautions ¿all connections should be finger tightened. Over tightening can cause cracks and leaks to occur.¿ a review of the manufacturing records was not possible as no lot number was provided. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the surgeon was unable to detach the drainage bag from the system. According to the report, the entire unit had to be replaced. Reportedly, there was no injury to the patient.